Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the balanced tip broke inside the patient's eye during cataract surgery with intraocular lens implantation. The surgery was completed after replacing the tip with another one. There was no patient impact.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photos confirms the reported issue of a broken phacoemulsification tip. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of phacoemulsification tip broken is confirmed based on the photos attached to complaint. However; because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for the broken phacoemulsification tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100 percent visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).